Event description:
It was reported that during a procedure of the tortuous, heavily calcified, de novo, proximal femoral artery, the steelcore guide wire could not cross the lesion. It was noted that several attempts were made, and some force was used but the guide wire could not cross the lesion and the shaft became kinked while in the anatomy. The device was removed, however, the guide wire had separated into two parts and the fragment remained in the vessel fixed in the calcified lesion. A second guide wire was used to cross the lesion and a stent was implanted and jailed the guide wire fragment against the vessel wall. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis was performed on the guide wire and the results suggest that the core failure may be attributed to a combination of ductile overload and mechanical damage. The coil failure may be attributed to tensile overload. It should be noted the hi-torque guide wire instructions for use states: torquing a guide wire against resistance may cause guide wire damage and / or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire, which meets resistance. Resistance may be felt and / or observed under fluoroscopy by noting any buckling of the guide wire tip. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.